Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 337 mg/dl. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Unable to perform basic occlusion and excessive no delivery tests due to the prime anomaly. A cracked case, broken reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched display window was noted.